Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the proximal conductor of the lead developed a fracture due to flexing while in vivo,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range right ventricular (rv) lead pacing impedance was steady at approximately 440 ohms through (B)(6) 2016 then rose out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds and exit block, high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.